Manufacturer narrative:
Section d1: brand name: corrected. Section d4: catalog number: corrected. Section d4: primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted to look for any signs of hemolysis. The event log captured routine events with no evidence to suggest any hemolysis. The patient reportedly had history of low international normalized ratio (inr) and has been placed on a heparin drip.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The controller event log file contained events spanning from (B)(6) 2023 to (B)(6) 2023. No notable events or alarms were captured, and the pump appeared to operate as intended at the set speed. Additional information regarding the event and patient's status was requested from the account; however, none has been provided at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including hemolysis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management,¿ provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.